Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 581 mg/dl at the time of incident. Customer stated that they did not getting insulin, however it was coming out. Customer treated their high blood glucose with manual injection. The customer was using insulin pump within 48 hours of reported event. Customer alleging insulin pump was under delivering due to rise in blood glucose level even after taking bolus and no delivery alert. Customer stated that the drive support cap was normal and cannula was bent. Customer declined for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The reservoir and insulin pump will not be returned for analysis.